Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation evaluated the device and the device performed to specification. The reported incident device powered off and when powered back on displayed clock battery fault was observed. Further evaluation verified the rtc coin battery to be depleted the rtc battery was replaced to resolve the issue. The coin battery should be replaced as a maintenance activity every 5 years in accordance with the operators guide. This appears to be the original coin battery manufactured with the device in 2007. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.